Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Stenosis and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the patient was hospitalized and was planning to take drug therapy beginning on (B)(6) 2016; however, the patient went into cardiopulmonary arrest suddenly on (B)(6) 2016. Cardiopulmonary resuscitation (CPR) was performed; however, the patient expired. Although the cause of death is unknown, the physician denied the causal relationship between the device. He infers that the cause of death was cardiac arrest due to the ventricular fibrillation from amyloidosis; however, it cannot be confirmed since a monitor was not put on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery. The index procedure date was (B)(6) 2014. A 3.5x23mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion and the stent was implanted. On (B)(6) 2015, the patient was symptomatic with cardiac arrest, the patient was admitted and treatment was performed. On (B)(6) 2015, the patient returned for a one year follow up. Coronary angiography was performed and no significant stenosis was observed. On (B)(6) 2016, the patient was symptomatic with cardiac arrest, the patient was admitted and treatment was performed. On (B)(6) 2016, the patient was diagnosed with cardiac amyloidosis. On (B)(6) 2016, the patient suddenly expired. No additional information was provided.